Manufacturer narrative:
System was used for treatment. Kit lot d146 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break or alarm #7: blood leak? (Centrifuge chamber). This assessment is based on the information available at the time of the investigation. Analysis of the submitted photos is still in process at the time of this report. A supplemental report will be created once the investigation is complete. (B)(4).

Event description:
Customer called to report drive tube break at 1300ml whole blood processed (wbp). Blood was not returned to the patient. Unknown at this time whether the leak detector is damaged, customer will call back to confirm. Customer called back to confirm that service is not needed, leak detector alarm doesn't sound now that instrument is cleaned and powered on again. Post treatment hct 26%. Dr will review the following day to decide if transfusion is needed. Patient bct was 30% the following day and ecp treatment was given successfully. The customer will provide photos for evaluation.

Manufacturer narrative:
A photo analysis was conducted. The reported leak and drive tube damage were confirmed upon observing the customer provided photograph. The drive tube is damaged above the upper bearing retainer clip. The analysis determined the root cause of the reported leak is likely that an upper bearing stop delaminated from the drive tube shaft and allowed the upper drive tube to twist and break. Corrective and preventive actions have already been initiated. (B)(4). Device not returned.